Event description:
A patient underwent a reusable biopsy procedure using through the encor enspire system's. It was reported that during a stereotactic setup, the encor enspire system's touchscreen was sticking on one of the slices like it wanted to sample the same area twice. Additional clarification was received stated that the touchscreen wouldn't advance to the next sample location, even though multiple locations were selected by the user, only the 12 o'clock position was being sampled. The 12 o'clock position was sampled twice. The user kept attempting to select the next sample location and eventually was able to collect other tissue samples to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor enspire system serial number (B)(6) received at the bd/bard crawley tech services dept. The encor enspire system was visually inspected, and no physical damage was found to the unit. The device was functionally tested and passed the tests as the system samples through the pattern, as per manufacturing specifications. For ease of use, the advanced/basic modes were made available for selection, and precision cutting as enabled for advanced mode. The touchscreen is reactive; the software performs as intended. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported unintended movement issue. The root cause for reported unintended movement issue cannot be determined as the problem could not be reproduced. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a reusable biopsy procedure using through the encor enspire system's, it was reported that during a stereotactic setup, the encor enspire system's touchscreen was sticking on one of the slices like it wanted to sample the same area twice. Additional clarification was received stated that the touchscreen wouldn't advance to the next sample location, even though multiple locations were selected by the user, only the 12 o'clock position was being sampled. The 12 o'clock position was sampled twice. The user kept attempting to select the next sample location and eventually was able to collect other tissue samples to complete the procedure. There was no patient injury.